Event description:
It was reported that there was an over infusion. Tacrolimus, 0.6mg prepared in 50ml d5w, was ordered to be infused over 23 hours at a rate of 2.4ml/hr. The bottle was spiked and primed with 25cc of the drug, and the infusion started at 1130. At 1330, the bottle was found empty. It was reported that there was no leaking or spillage noted. It was noted that the patient was placed under close observation with more frequent vital signs taken as a result of the over infusion. Renal, hepatic and fk labs were drawn. It was reported that the renal labs were normal. There was no additional details provided regarding the results of the hepatic and fk lab work. The subsequent doses of tacrolimus were held until the next morning. There was no patient harm. It was reported that the over infusion did not cause a delay that significantly impacted the patient's outcome.

Manufacturer narrative:
Updated d10 as product was received. Correction: b.1, h.1. The customer¿s reported complaint of an over infusion of tacrolimus was not confirmed or replicated during a review of the logs or during testing. Internal inspection: the rear case female iui cavity was noted with dried fluid ingress. Fluid ingress was also present on the inner bottom area of the membrane frame and adjacent bezel cavity. Fluid ingress was not identified on electronic components or in the mechanism assembly. Log analysis results: results from a review of the logs identified the reported tacrolimus infusion was started on (B)(6) 2020 at 11:34 am and ended at 2:13 pm. Prior to the start of the infusion, the pcu was powered up at 11:32 am on (B)(6) 2020. At the time of the reported event the system consisted of syringe module s/n (B)(6) (channel a), pump module s/n (B)(6) (channel b), the source pump module s/n (B)(6) (channel c) and pump module s/n (B)(6) (channel d). The profile ¿pediatric oncology¿ was identified in use on this day. Based on the logs, the tacrolimus infusion was programmed with a drug amount of 0.6mg, a diluent volume of 54ml, a patient weight 21.5kg, a rate of 2.4ml/h and a default vtbi of 54ml. The infusion was started with the pvi noted at 152.125ml. Seconds after the start of the infusion, the user changed the vtbi to 25ml and restarted the infusion. At 12:58 pm, the user changed the vtbi to 30mls and restarted the infusion. The user channels off the pump, stopping the infusion at 2:13 pm, recording a pvi at 158.498ml. The total calculated pvi was 6.373ml. Based on log analysis results, the reported tacrolimus infusion was started on (B)(6) 2020 at 11:34 am and ended at 2:13 pm. The total calculated pvi was 6.373ml. Test results from the over infusion test method performed on the source device, consisting of a 1-hour rate accuracy test, demonstrated the pump module operating in specification. The root cause of the customer¿s experience with an over infusion was not determined during the investigation. Device history review: a review of the device history record showed the device had a manufacture date of 04/21/2015. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was an over infusion. Tacrolimus, 0.6mg prepared in 50ml d5w, was ordered to be infused over 23 hours at a rate of 2.4ml/hr. The bottle was spiked and primed with 25cc of the drug, and the infusion started at 1130. At 1330, the bottle was found empty. It was reported that there was no leaking or spillage noted. It was noted that the patient was placed under close observation with more frequent vital signs taken as a result of the over infusion. Renal, hepatic and fk labs were drawn. It was reported that the renal labs were normal. There was no additional details provided regarding the results of the hepatic and fk lab work. The subsequent doses of tacrolimus were held until the next morning. There was no patient harm. It was reported that the over infusion did not cause a delay that significantly impacted the patient's outcome.